Event description:
During a laparoscopic donor nephrectomy, it was noted that the tip of the ultrashears was broken off. Not sure if the device was broken inside the pt or outside, but visual and x-ray inspection did not locate the broken tip. No sustained negative pt impact.

Event description:
Add'l info rec'd from MFR 12/04/02: visual inspection of the subject device noted that the tip of the probe was broken off along the application area. This inspection also noted a burn mark at the break. This examination also noted a metal fragment had become imbedded in the tissue pad. The manner in which the probe tip broke was evidence the probe had contacted a metallic object as the system was energized. The performance testing described in the results above demonstrates that the auto sutures ultrsonic handpieces and generator perform equivalently or better to the predicate. Ultracision handpieces and generator. The auto suture ultrasonic device, when used in conjunction with the ultracision generator and with its own generator, provided efficient coagulation and tissue necrosis, in less time and at lower temperatures.